Event description:
Related manufacturer reference number: 2017865-2021-36038. During a clinic follow-up, episodes of noise resulting in oversensing and ams were observed on the right atrial (ra) lead and episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed, but oversensing was unable to be confirmed. Technical support was contacted, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.